Event description:
Two devices were used - nebulizer with frame and plastic canopy. An infant was found wrapped several times at the foot of the crib in the plastic canopy from the nebulizer tent frame. Fifteen minutes prior to the event a staff member had checked in on the infant and infant was asleep.the nebulizer tent frame has been impounded, however the plastic canopy was discarded at the time of the event. Also missing is the black rubber cap that fits over the end of the frame. However, one staff member recalls the black cap bening present on 3/23/93 at the end of day shift. Staff stated when they discarded tent they may have discarded black rubber cap. There was no apparent injury to infant at this time.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: design, mechanical problem, other. Conclusion: device failure directly caused event, device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided. The device was destroyed/disposed of.